Event description:
Boston scientific received information that this right ventricular (rv) lead had decreased sensing, a loss of capture, and some noise a day after implant however, the impedance remained the same. The device had been programmed off in anticipation of a lead revision. This patient has reported pain when taking a deep breath, however, it is unknown if this is related to the lead. This patient was not device dependent.

Manufacturer narrative:
Event resolution was requested from the field representative. It was later reported that the following day, a lead revision occurred on the rv lead and left ventricular (lv) lead as both leads had dislodged. There was no evidence of a perforation. Both leads were successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.